Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) and high voltage lead presented with damage causing the system to fail to detect or treat irregular heartbeats or treat the patient's condition incorrectly. No changes were reported. The patient status was unknown.